Manufacturer narrative:
(B)(4). Batch #r9351h. Investigation summary: the device was returned with the tissue pad shifted to proximal side and not detached as reported. In addition the blade was not broken off as reported. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. This is not a common occurrence; it is possible that the pad tip made contact with something that could have shifted it. No other anomalies were noted. No conclusion could be made as to how the tissue pad shifted from the clamp arm. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a vulvectomy procedure, the tissue pad and tip fell off the instrument. Both the tissue pad and tip were retrieved. A second like device was used to complete the procedure. There were no patient consequences reported.